Manufacturer narrative:
(B)(4). Batch # t5f12e. Additional information was requested, and the following was obtained: did the device deliver any staples? No further information is available. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No. The event was confirmed before the device was used for the patient. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No further information is available. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Device analysis: the analysis results that one psee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a pan dislodged was returned inside of a plastic bag. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastrectomy, it was found that the knife moved forward than usual when the surgeon checked the device after a nurse loaded the cartridge into the jaw. It was confirmed before the 3rd firing, so that the device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.